Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci surgical procedure on an unspecified date in 2010. Intuitive surgical was not provided with the operative report or any patient medical records. There was no report that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. Per the legal document, the patient suffered internal bleeding during surgery. Patient was in a coma for 2 weeks and then died.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the intra-operative complication(s) experienced by the patient and his subsequent demise. No malfunction of the da vinci surgical system, an instrument, or an accessory was reported. No previous complaint was reported relating to this event. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The date of the patient's demise is unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the plaintiff's attorney alleges that the patient was in a coma and then passed after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's operative complications and subsequent demise are not known.